Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d6a, g4, h4, h6.

Event description:
Healthcare professional reported "implant flipped". This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported "implant flipped". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.